Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose in (B)(6) 2017 with blood glucose of 420 mg/dl. The customer¿s blood glucose level was 480 mg/dl at the time of incident and current blood glucose level was 88 mg/dl. The customer ate fast food and bolused for the meal and traveled in the car for an hour and while travelling had high blood glucose level. The customer also reported that he had low blood glucose level 50 mg/dl however, he was not wearing insulin pump while having low blood glucose level. The customer was treated with intravenous fluid and insulin in hospital for high blood glucose level. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.